Manufacturer narrative:
Philips service replaced the geo module wp kit and restored the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that gantry fault caused motorized movements to be unavailable on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.